Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted concurrently with tvh and perineoplasty. It was reported that the patient underwent a removal of anterior and posterior mesh, anterior repair and hydrodistention on (B)(6) 2012.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, pop, mucorrhea, and menorrhagia. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence, dyspareunia, and neuromuscular problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.